Manufacturer narrative:
During the in-service visit, the nurse manager informed ess the damage is happening at the insertion tube and that looks like the insertion tube exploded. Customer stated that they are not sure how this issue occurred since they only perform manual high-level disinfection and they do not use any accessories with the scope. The customer informed ess that they saw repeated damage to the scopes and could not find the source. The issue according to customer occurred in the facility's other location. Customer were not certain how that happened but suspected the physician's technique. Ess performed the precleaning service including the following process: leakage test with handheld, leakage tester , leakage test with maintenance. Manual cleaning , alcohol flush, and proper storage. In addition, the ess reached out to the facility urology territory managers for both locations to inform them of the observation and training conducted. The subject device was not returned for evaluation, however, photos of the damage device was provided for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an in-service visit as requested by the customer due to high volume of repairs with the facility cystoscope device, ess (endoscopy support specialist) reported the subject device found with damage insertion tube. The insertion tube looks like it exploded as described by the ess. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned so a definitive root cause could not be established. Olympus will continue to monitor the field performance of this device.